Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On 06/18/2019, information was received from a manufacturer representative (rep) regarding a patient receiving dilaudid (100 mg/ml, unknown dose) via an implantable pump for an unknown indication for use. The rep reported that this weekend, someone programmed the drug concentration to be 100 mg/ml of dilaudid when it was supposed to be 1 mg/ml of dilaudid. The rep reported that the patient overdosed and they put a magnet over the pump to stop it. Now, the physician was wanting to remove all the drug from the system. The rep was calling to obtain the removal of system content procedure. No patient information or device information provided at this time. No troubleshooting could be performed due to lack of access. The patient's name was provided. The pump serial number was provided.

Manufacturer narrative:
Product ID: a810, serial# unknown, product type: software; product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-22, additional information was received from the healthcare professional (hcp). The date the pump was programmed incorrectly was (B)(6) 2019. The ptm app (a810) was used to program. The hcp clarified that the error that occurred was in the concentration of the medication ordered not in the programming. The hcp stated, "all of the drug was removed, saline was put in, then she was refilled with the correct concentration of medication and programmed correctly." The patient's status was stable, they were home and doing good. The cause of the programming error was stated, "wrong concentration of medication".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient needed an MRI and they were calling for clarification on guidelines. It was further reported the patient was very leery of the pump because the pump had overdosed her once in the past as previously reported. The doctor had changed the medication from dilaudid to fentanyl but had wrote the fentanyl prescription wrong. The prescription the pharmacy had filled was 1000 times more potent than what she should have had. It was reported the patient was on a narcan drip for four days trying to bring her back.